Event description:
Caller reports their pump screen is dark/won¿t turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical Support assistant customer with various troubleshooting steps which did not resolve issue. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.